Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, tip of the blade was broken. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: the lot number of harhd36 was r94a8j. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.